Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed secondary and alternate vector artifacts were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this patient received inappropriate shocks due to oversensing of artifacts. Discussed that it could be due to a loose setscrew. The system was reprogrammed to primary vector and is currently still in service. No adverse events.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system was explanted and replaced with a trans-venous system. The system has a history of inappropriate shock. The electrode was on an advisory. There were no additional adverse patient effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed secondary and alternate vector artifacts were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that the system was explanted and replaced with a trans-venous system. The system has a history of inappropriate shock. The electrode was on an advisory. There were no additional adverse patient effects.